Event description:
Patient went in for revision surgery of a bipolar hemiarthroplasty the lag screw and trochanteric nail were removed in preparation for this. The surgeon did not fully unlock the lag screw for removal and the expansion ring hung up medially on the outside of the nail.

Manufacturer narrative:
From the information we received it appears the surgeon failed to fully unlock the lag screw during removal in preparation for a revision hip procedure. The expansion ring was damaged by excessive force without proper disengagement of the locking feature of the lag screw.